Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a 7x20x80mm everflex entrust self-expanding stent during an outpatient angioplasty procedure to treat a 20mm lesion in the patient's superficial femoral artery. Lesion stenosis was less than 90%. Artery diameter reported as 6mm. The lesion according to rutherford's classification was 3. Physician used a retrograde contralateral approach using femoral access. The vessel was not pre-dilated. No resistance was encountered when advancing the device. Dissection of the common femoral artery was reported. No further patient injury reported.

Manufacturer narrative:
Additional information: no intervention required as a result of this event and the patient is doing well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.